Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote patient monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) issued a red call doctor icon, indicating that this device had issued a red alert. The alert was transmitted to the physician's office. No further information was provided. No adverse patient effects were reported. This device remains in service.